Event description:
It was reported that around october 2024 the patient's mother had noticed a wet mark on the back of the patient's shirt.   It was noted that the spinal cord stimulator (scs) was working great.  The patient contacted the neurosurgeon, who referred the patient to wound care.  Wound care referred the patient back to the neurosurgeon for surgical consult for potential explant.  Surgery was scheduled for mid-november 2024 due to what appeared to be an infection.  The plan was to explant the system and clean out the site of infection.  It was confirmed the infection was at the paddle/midline incision site. The lean and implanted neurostimulator (ins) were fully explanted and were discarded by the account, so they will not be returned for analysis.  Antibiotics were required as part of the treatment plan.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #:(B)(6), ubd: 14-may-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.